Manufacturer narrative:
Lot 13427076: (B)(4). Concomitant medical products: patient medications - xanax, folic acid, protonix, xarelto, percocet, nadolol, colace, vitamin b-complex. (B)(4). In addition the gore excluder aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with two gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported that on (B)(6) 2016, the patient presented with a re-ruptured abdominal aortic aneurysm. The physician intervened and implanted a gore&#59393;aortic extender endoprosthesis. The cause of the re-rupture is unknown. It is unknown whether the re-rupture came from a previously treated area or an untreated area. The aneurysm was excluded and the patient tolerated the reintervention.